Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. The device had a loss of fluid. The aus was explanted and replaced. There were no further patient complications.